Manufacturer narrative:
Philips engineering has started an investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint(B)(4).

Event description:
The issue reported by a philips field service engineer (fse) was the five anchors to secure the couch to the floor were dislodged/loose. The system was outside of clinical use when the issue was found and there was no harm reported by the customer. However, there is potential of serious injury if this issue were to recur, therefore this event is considered a reportable event.

Manufacturer narrative:
The philips service engineer (fse) installed couch anchor bolts and tightened as per specified torque values. Functional tests were performed and passed successfully. The system was then returned to the customer for use. Philips investigation has been started of this complaint; however, the investigation is still in process and has not yet been completed.

Manufacturer narrative:
This report was sent with an incorrect registration number. Please refer to emdr 3015777306-2024-00007.